Manufacturer narrative:
Weight & ethnicity: unknown; requested but not provided. Date of event: unknown; requested but not provided. The best estimate date is between sep 19, 2022 and oct 17, 2022. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye due to being "mispowered". The problem was not related to user error. A non-johnson and johnson iol was implanted as a replacement (diopter 19.0). No medical or surgical intervention was required. There was no patient injury. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: nov 18, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half and coated in viscoelastic residue. Both haptics were detached and missing. The complaint lens was cleaned and visually inspected under magnification revealing lens damage and scratches. No issues that could contributed to the complaint issue was observed. The complaint issue ¿hs-unexpected postop refraction¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.